Event description:
Boston scientific crm received info that this chronic right ventricular (rv) lead was surgically abandoned and successfully replaced, due to insulation damage. The procedure was being done for an upgrade, to an implantable cardiac defibrillator (ICD). To date, no adverse pt effects were reported.

Manufacturer narrative:
Device not returned. This chronic rv lead was surgically abandoned, and successfully replaced. No additional info is available at this time. If add'l info becomes available, this event will be updated.